Event description:
It was reported that the left ventricular (lv) lead had insulation damage. It was noted that the lead parameters were stable during testing through the device but there were visual signs of damage. The physician covered the lv lead with a lead sleeve. In addition, the right ventricular (rv) lead exhibited high impedance. It was noted that during the explant procedure, the rv lead pulled in half with gentle pulling at the top half of the lead. The physician felt this was likely where the issue would have arisen. The rv lead was explanted and replaced and the lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 5076-45 lead implanted: (B)(6) 2021, dtmb2d4 crtd implanted: (B)(6) 2021, 6935m55 implanted: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.